Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30554518m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient was found to have pericardial effusion after the procedure. No abnormality of the product was confirmed before or after the procedure or in the procedure. Drainage was performed in the catheter room and returned to the room. Thereafter, no abnormality was found in the follow-up. The physician did not comment on the completion of causality with the product. Additional information: this adverse event was discovered post use of biosense webster products. Drainage was performed. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred after ablation procedure was completed. It was not reported that inappropriate use was conducted without instructions for use. It was not reported that there was any error message observed on the biosense webster equipment during the procedure.